Event description:
A consumer reported that following the use of this product, her eyes began to feel irritated while wearing her contact lenses. She stated it felt like an "eye lash or something" was in her eyes even after removing her lenses. She went to see her eye doctor and was diagnosed with corneal ulcers and an eye infection. She was treated with antibiotic and steroid medications for one week and during that time, she did not wear her contact lenses. After all her symptoms resolved, she was able to wear her contact lenses again. She has changed multipurpose solution for her contact lenses and has not had any further problems. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: no sample is available at this time. The complaint history was reviewed and there was one other complaint reported similar in nature. Review of the compounding, filling and packaging manufacturing batch records (mbrs) showed them to be acceptable. A review of the formulation stability data for lots currently enrolled in the stability program was conducted and all lots remain within specification through product shelf life. The chemistry and microbial finished product results were reviewed and found to be acceptable. The environmental, utility, bioburden, and sanitization records were reviewed and found to be acceptable. This lot met all release criteria prior to product release. The root cause could not be determined. Attempts have been made to obtain additional information on (B)(4) 2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).